Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was discovered, that the pacemaker and the right atrial (ra) lead exhibited noise over-sensing. The ra lead noise resulted in episodes of inappropriate mode switch. The pacemaker and the ra lead were explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received noted the pacemaker was explanted to upgrade patient to MRI compatible system.

Manufacturer narrative:
Correction: the correct medical device problem code should have been "no apparent adverse event", rather than "noise".

Manufacturer narrative:
The device was returned for analysis with no apparent adverse event. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests, visual inspection, longevity assessment was normal with no anomalies found.